Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes, update received that the lead was repositioned and remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from lv lead dislodgement. The patient was hospitalized and a surgical intervention was performed. It is currently unclear if the lead was capped or explanted. Should additional information be received, this file will be updated.